Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a stuck stirer motor bearing. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t showed an error code during priming. There was no patient involvement

Manufacturer narrative:
The initial report, submitted may 14, 2018, stated that the issue was caused by the stirrer motor. However, further evaluation revealed that the cause of the issue was the pump, which was damaged to overfilled water tanks. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.